Event description:
It was reported that insufficient roll off occurred. A 5.0/13/15 leveen standard rf electrode was selected for use in a pulmonary radio frequency ablation procedure. There was difficulty during placement, and no impedance. Patch was changed two times, but this did not resolve the issue. The electrode was exchanged, which did resolve the issue. Less than five minutes of time was wasted. No patient complications were reported. It was further reported that roll off was achieved with a new electrode, and the patient had a good outcome post procedure.

Event description:
It was reported that insufficient roll off occurred. A 5.0/13/15 leveen standard rf electrode was selected for use in a pulmonary radio frequency ablation procedure. There was difficulty during placement, and no impedance. Patch was changed two times, but this did not resolve the issue. The electrode was exchanged, which did resolve the issue. Less than five minutes of time was wasted. No patient complications were reported.